Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was difficult to read. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 11/05/2013 with the following findings: a visual inspection shows moisture spot on the display screen, the pump failed a leak test due a display lens leak. Pump powers on and displays ¿verify¿ screen. A missing line through the display is observed upon start up. The pump¿s case was opened, a test display screen was mounted and it was fully functional, moisture corrosion was found to the rf module and to the pcb.